Event description:
Customer reports increasing medication due to a reported high adc meter reading of 216mg/dl. He reports becoming hypoglycemic while driving and that he then pulled over and thinks he lost consciousness. He was taken to the hospital by the highway patrol and was diagnosed with severe hypoglycemia and was treated with dextrose IV and food.